Event description:
It was reported that the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~4 mm of both of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness also confirmed to be conforming. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Hospital. The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.